Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had intermittent capture. The patient also experienced bradycardia. There was no additional information obtained from the field representative. No known intervention as of this time. No adverse patient effects were reported.